Manufacturer narrative:
The reported issue of keypad delamination had been investigated and confirmed by bd. The keypad assembly (B)(4) was found to not have the correct optimal dimensions based on a design review. A CAPA was opened to address the issue ((B)(4)). The outcome was the release of a new keypad assembly (B)(4) under change order (B)(4) to correct the problem of delamination. The assembly was released on 28/aug/2018; the reported affected devices were manufactured in may of 2018 with keypad assembly (B)(4). The issue was risk assessed via dir: (B)(4) with the outcome deemed acceptable given there have been no reports of patient harm and the issue only being residual business risk from customer dissatisfaction or inconvenience. A bd field team was sent on site to the customer and replaced the identified pcu failures. No further investigation of this issue is needed by cad and the file may be closed based on the above facts. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that while doing monthly preventative maintenance the biomed department has identified 57 devices that were purchased approximately 4 months ago that are demonstrating keypad delamination. The customer request that a remediation team perform an on-site visit to resolve the issue. There was no report of patient involvement.